Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for right atrial flutter with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic a hemostatic valve separation issue occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium had a problem with the dilator. There was blood coming from the back of the sheath. The physician tried flushing the sheath but the issue persisted. The sheath was replaced and the issue was resolved. The procedure continued. It was described that ¿nothing broke¿. The sheath just continued leaking blood from the hemostatic valve despite having catheter in it. No air entered the patient¿s body through the sheath. Minimal amount of blood escaped and the hemodynamics was not compromised. No intervention was required. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
Initially, the event was assessed as a hemostatic valve separation. The biosense webster, inc. Product analysis lab received the device for evaluation on 1/18/2021 and observed on 1/19/2021 that the device was received in the condition reported as the hemostatic valve was dislodged inside the hub. The hemostatic valve issue remains assessed as MDR reportable. The device evaluation was completed on (B)(6)2021. It was reported that a patient underwent cardiac ablation procedure for right atrial flutter with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic a hemostatic valve separation issue occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium had a problem with the dilator. There was blood coming from the back of the sheath. The physician tried flushing the sheath but the issue persisted. The sheath was replaced and the issue was resolved. The procedure continued. It was described that ¿nothing broke¿. The sheath just continued leaking blood from the hemostatic valve despite having catheter in it. No air entered the patient¿s body through the sheath. Minimal amount of blood escaped and the hemodynamics was not compromised. No intervention was required. The device was inspected and visual analysis revealed that the hemostatic valve appeared dislodged inside of the hub. The brim cap and friction ring remained intact. Due to the hemostatic valve was found dislodged, the vizigo sheath had leaking in the valve. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment and in turn caused leaking. A device history record (DHR) was performed, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the hemostatic valve separation inside the hub could be related with the excessive force and handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. An internal corrective action has been opened to investigate the condition observed in the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).